Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. Device was monitored for 2 days. No blank display or unexpected battery power loss anomaly noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error noted in the in the insulin pump trace download. No unexpected power loss alarm noted in the insulin pump trace download. Insulin pump trace download confirms on (B)(6) 2018 08:32:00.000 low battery alarm, on (B)(6) 2018 18:03:00.000 replace battery alert or change battery fault (73) and on (B)(6) 2018 18:34:00.000 replace battery now alarm off no power (11). The low battery alarm, replace battery alert or change battery and replace battery now alarm off no power alarm triggered properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump switch off by itself without alarm. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.